Event description:
The customer called for help with the contour system. Control tests were performed during the call and results were 22 mg/dl and lo. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.